Event description:
It was reported that cartridge had difficulty moving along guide tracks during use. There was no reported impact to the customer¿s blood glucose level. Customer was not using pump case, was instructed to email picture of back of pump so support could assess for possible damage, and was advised that further troubleshooting would continue during follow-up call.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level.